Manufacturer narrative:
A broken sample was returned for evaluation; tensile testing of the sample to assess its tightness could not be performed due to the broken sample. The supplier¿s in-process control contains tensile strength test of every batch of drains. Testing from retained sample from the same batch passed tensile strength test and the result was compliant within test specification. Based on testing and the information provided, the root cause cannot be determined.

Event description:
Mw5148639: the neuro aprn(advanced registered nurse practitioner) attempted to remove the jp (jackson-pratt) drain which broke at the insertion site and a drain fragment remained in the patient. The neurosurgeon attempted to remove the fragment at the bedside without success. The pt returned to the or(operating room) for surgical removal of the jp drain fragment.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.